Event description:
Information from the doctor reported that the seizures were possibly from lower vns settings. Seizures were noted to be worse than pre-vns levels but were improving with titration (increase) of settings. Diagnostics were noted to be within normal limits.

Event description:
It was reported by the patient¿s mother the day after surgery that the patient¿s device was set at 0.25 in the operating room, and he was at 2.75 ma output previously. The patient had 3 seizures that morning. She attempted to use the magnet, but it did not make him cough as it used to, so she was unsure if it was working. The physician's office noted that the vns was functioning ok and that the patient was being titrated up. They indicated that the mother reported that the magnet wasn't working as well. The manufacturer's device history records of the patient's generator was reviewed. The generator passed final functional and quality specifications prior to release no further relevant information has been received to date.